Manufacturer narrative:
Result: foot-end lift signal cord malfunction caused the bed to be stuck in trend.

Event description:
It was reported by service report that the bed was stuck in trend. No patient involvement or adverse consequences were reported.